Event description:
It was reported that a pediatric user experienced recurrent low blood glucose events while using the ilet bionic pancreas, with the caregiver noting that the pump appeared to deliver more insulin than needed and that meal announcements were not reliably feasible; multiple factory resets were performed with clinical support, and the caregiver requested follow-up to assess potential device malfunction. Symptoms included hypoglycemia with a nadir in the mid-50s mg/dl, accompanied by low and urgent low alerts. Outcomes included prolonged low glucose periods lasting about an hour at a time, requiring oral carbohydrate intake, sometimes more than 20 grams, and caregiver assistance due to the user¿s age and nonverbal status. Investigation included complaint handling, clinical troubleshooting, and education, with assignment for additional training. Investigation of this case revealed that the cause of hypoglycemia was unclear. It was concluded that the event involved hypoglycemia of undetermined cause.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.